Event description:
"The valve of the threaded separator was torn. The doctor tried to put gauze (30mmx30mm) into abdominal cavity through the trocar by gripping the gauze with the forceps, and the valve was broken and then the 2 pieces of the debris were dropped. The debris was retrieved. The valve was broken when the doctor retried after the gauze was stuck halfway. The doctor recognizes he tried too hard in use."

Manufacturer narrative:
The incident device has not been returned for eval. Upon receiving and evaluating the incident device, a follow-up report will be submitted.